Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages as a result of tilting of the ivc filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages as a result of tilting of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
As reported, a patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, indication was recurrent deep venous thrombosis of the right leg with significant pain and swelling, obstructive uropathy of the kidney and hypercoagulable state. The filter was delivered across the third lumbar vertebra under fluoroscopic control. The patient tolerated the procedure well. Completion angiography revealed excellent position of the filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages as a result of tilting of the ivc filter. A CT scan, approximately 7.5 years post implant, revealed an infrarenal filter with the cephalad apex approximately 4cm inferior to the lowest renal vein. There is anterior tilt of the inferior vena cava filter and the cephalad apex appears to abut the anterior wall of the inferior vena cava. There is no convincing evidence of strut perforation; there is no evidence of a fractured or significantly bent strut and no evidence of inferior vena cava stenosis. Other findings include a small hiatal hernia, a moderate to large right lateral abdominal wall fat containing hernia and a mild to moderate degenerative disc disease within the visualized thoracolumbar spine. The patient medical history at that time included colon cancer (about four years after the filter was implanted), a 40-pack year history of tobacco use, cardiac stent, aortic valve replacement and right nephrectomy. Per the patient profile form (ppf), the patient reports tilting of the ivc filter, stomach pain, pain in the groin area (insertion site of filter) and depression. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Depression and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages as a result of tilting of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the patient¿s implant records, at filter placement, the patient had a preoperative diagnosis of recurrent deep venous thrombosis of the right leg with significant pain and swelling, obstructive uropathy involving the kidney and hypercoagulable state. An optease retrievable vena cava filter was delivered across the third lumbar vertebra under fluoroscopic control. The patient tolerated the procedure well. Completion angiography revealed excellent position of the filter. Additionally, approximately seven years and seven months after the filter was implanted, the patient had a computerized tomography (CT) of the abdomen for evaluation of the inferior vena cava. The patient medical history at that time included colon cancer (about four years after the filter was implanted), a 40-pack year history of tobacco use, cardiac stent, aortic valve replacement and right nephrectomy. The CT scan results revealed an infrarenal inferior vena cava filter with the cephalad apex approximately 4cm inferior to the lowest renal vein. There is anterior tilt of the inferior vena cava filter and the cephalad apex appears to abut the anterior wall of the inferior vena cava. There is no convincing evidence of strut perforation; there is no evidence of a fractured or significantly bent strut and no evidence of inferior vena cava stenosis. Other findings include a small hiatal hernia, a moderate to large right lateral abdominal wall fat containing hernia and a mild to moderate degenerative disc disease within the visualized thoracolumbar spine. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years post implantation. The patient reports tilting of the ivc filter, stomach pain, pain in the groin area (insertion site of filter) and depression.